Manufacturer narrative:
Customer technical support "cts" discussed the symptoms and action with customer and provided repair option or received parts for repair. Customer to return the call if repair to the express 4 is needed. Cts contacted (B)(6) to provide customer with 14002 letter and response form to customer. The failure mode of this event is the express 4 power harness. The beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
A customer in the united states reports the statspin express 4 centrifuge will not power on. Customer performed troubleshooting measures which included verifying the fuse and stated power supply to be good but noted a bit of charring mark to the power harness. Customer noted no smoke or burning smell. There were no reports of fire and the fire department was not called. No reports of anyone requiring medical attention. No reports of injury to operators or of delay to sample processing. Customer confirms wearing personal protective equipment which included gloves and lab coat. Customer states unaware of (b)46).